Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7072148. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 25423581. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7075026.

Event description:
It was reported that the patient underwent an explant procedure in which the entire deep brain stimulation (dbs) system was explanted due to an infection. The location and cause of the infection is not known, however it was determined not to be device related or related to the procedure. The patient was placed on antibiotics following he explant, a culture was also taken however the results are unknown. The devices were not returned for analysis as they were retained by the facility.